Manufacturer narrative:
H.6.: broken blade. Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have scratches and nicks. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activation, and may result in blade lockout later in the procedure. Therefore, the instructional inseret warns: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during a laparoscopic roux-en-y procedure, the shear gave a solid tone when activated. The disposable was cleaned and still didn't work. The instrument was replaced and worked for a few more minutes and then the shear gave a solid tone again. The instrument was cleaned but still didn't work. The second instrument was swapped for another third shear and the case was finished successfully.